Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and became unresponsive. Customer¿s blood glucose was 180 mg/dl. Customer declined follow up from tandem technical support to ensure back-up insulin therapy was obtained.